Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached end of service (eos) earlier than expected and the device could not be interrogated. Additionally, the patient felt a shock like feeling from the device. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid analysis determined that the reported no telemetry condition was due to the depleted battery. The device was found to be fully functional, including nominal system current drain, when powered by an external supply. The cause of the early battery depletion was not determined. Off-site battery analysis confirmed the cells were depleted, but there was not evidence that the cells were depleted due to a defect. If information is provided in the future, a supplemental report will be issued.